Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (275-400 mg/dl). The infusion set would be changed and the high bg was address using the pump. The contact reported that the bg would elevate after wearing the infusion set every 2-3 days and on the 3rd day, the "insulin stops working". There was no damage observed to the infusion sets. Reportedly, the customer was using humalog. Tandem technical support informed the contact that humalog was labeled for 48 hour use with the pump. The contact was to speak to a healthcare provider about the high bg levels.